Manufacturer narrative:
The ge service rep found that the tube head was contaminated with blood. The blood had congelled onto fan blades creating noise. He cleaned the tube and fan. The system is not making noise at this time.

Event description:
The customer reported that a tube head was making excessive noise. No patients were injured as result of excessive noise.